Manufacturer narrative:
Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, and occlusion tests; it failed self test. Self test returned an unexpected pump error 63. In addition to this, adjusted the audio options audio volume 1-5, and each setting sounded the same. Pump error 63 is confirmed in the formatted history file (variableinfo = 3) due to a broken trace at the u1 keypad assembly. After further review, there were signs of previous moisture presence on the back of the lcd screen. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had failed in self test. Customer stated self test interrupted by an alarm. Customer stated smelling of insulin was leaking but not sure if its leaking or not. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.